Event description:
In 2005 epidural placement (pre-op holding area); in 2005 arterial line place in right groin. Left renal artery embolization (radiology); in 2005 left nephrectomy (o.r.) Esu site clear post-op; the next day burn to left buttocks noted; the next day dermatology consult - second degree burn to left buttocks; the next day plastic surgery consult - second degree burn to left buttocks.